Event description:
An interventional procedure of septal ablation with injection of alcohol was performed via cardiac catheterization in 2000. The pt experienced chills on thursday night, and a hematoma was reported on friday. On friday night, the pt became feverish and redness was noted at the site. On saturday, it was noted that there was an abscess which was drained. Starting on 9/14, the pt was treated with oral antibiotics in the hosp and was discharged the following monday. Blood cultures were positive for staphylococcus, however, it was a different strain from the cultures taken from the site. The pt was diagnosed with idiopathic hypertrophic aortic cardiomyopathy. Pt received IV antibiotics for the sepsis and then was discharged home to continue with two weeks of oral antibiotics. The physician believes the initial hematoma detected on friday night was most probably the abscess that was ultimately drained. Pt believes that the infection resulted from the hematoma.